Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Bleeding - face [haemorrhage]. Stabbed face [face injury]. Brushhead comes off during brushing and stabbed face and is bleeding [injury associated with device]. Brushhead comes off during brushing [device breakage]. Consumer e-mailed stating the brush head came off during brushing. No serious injury reported.